Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl at the time of the incident. The caller did not mention how the customer treated the high. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer passed away the day after the high incident of natural causes, and at the time of passing, their blood glucose levels were normal. The insulin pump will not be returned for analysis.